Manufacturer narrative:
Customer complaint was not confirmed. No product was returned for evaluation. A review was conducted for the lot available for use on or around the time of the event and lot# 0316201249 was identified. A DHR review of the test strip lot was performed. The DHR was complete and contained all relevant data indicating that the released product met all specifications. Retained test strips for this lot were tested as part of the complaint investigation. The test strips met all performance test specification and no discrepant values were obtained. The customers alleged deficiency could not be replicated.

Manufacturer narrative:
The facility did indicate "the baby's results have since been in the 70s and 80s". The customer "thinks the result of 13 mg/dl is an outlier" and that the" baby may not need to be in the nicu". Product identification (meter serial number and glucose test strip lot number) have not been provided by the facility. The facility contact did confirm that qc was run on the meter and passed.

Event description:
Facility called to report concern regarding a patient (baby) glucose result. Due to the result the baby was moved to the nicu.